Event description:
Additional information received reported patient's entire system was replaced. At time of the implant, she experienced "stimulation in all of her pain areas".

Event description:
It was reported that the patient's stimulator "stopped working." The impedances on some electrodes were known in the past to be out of range. The battery was over-discharged, so the battery could not be read. The battery had a jump start. There were plans to have new leads placed. It was reported that the stimulator "turned on by itself," and it was very painful. Emergency medical services was called. The patient programmer was used to turn off the device. The programs were turned down to 0. It was noted there was no injury to the patient other than pain. There was no therapy as of the date of this report. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, neu_unknown_lead lot# serial# (B)(4), explanted: 2012 (B)(6), product type lead product ID, 389033 lot# v001499, implanted: 2006 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), implanted: 2007 (B)(6), product type recharger product ID, 37742 lot# serial# (B)(4), implanted: 2007 (B)(6), product type programmer, patient product ID, 3708340 lot# serial# (B)(4), implanted: 2007 (B)(6), explanted: 2012 (B)(6), product type extension product ID, 3708340 lot# serial# (B)(4), implanted: 2007 (B)(6), explanted: 2012 (B)(6), product type extension.

Manufacturer narrative:
Product ID, neu_unknown_lead serial# (B)(4), implanted: unknown. Product type lead product ID, 389033 lot# v001499, implanted: 2006 (B)(6). Product type lead product ID, 37752 serial# (B)(4), product type recharger product ID, 37742 serial# (B)(4), product type programmer, patient product ID, 3708340 serial# (B)(4), implanted: 2007 (B)(6), product type extension product ID, 3708340 serial# (B)(4), implanted: 2007 (B)(6), product type extension. (B)(4).